Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had the implantable neurostimulator explanted per physician request. The implantable neurostimulator implant location was getting too bad, and it was too close to the skin¿s surface. The physician decided to re-implant with a different implantable neurostimulator on (B)(6) 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had left leg pain related to the migration of the ins. The ins began migrating towards the surface since implant surgery on (B)(6) 2019. Factors/a possible cause of the issue was obesity of the waist. No further complications were reported.